Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative. It was noted that the pump had been programmed to infuse gablofen 2000 mcg/ml at 577.8mcg/day. It was reported that the pump was replaced on (B)(6) 2016 due to safe state that occurred on (B)(6) 2016. No patient injury was reported, and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed high battery resistance.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient had an existing spinal fusion. The healthcare provider was able to get the pump to continue to infuse at a simple continuous dose, but not to sustain a priming bolus without the pump going back into safe state. The pump logs showed that the reset occurred on (B)(6) 2016 at 10:49, followed by a low battery reset and then the pump being safe state all during the same minute. The estimated eri (elective replacement indicator) was showing as 16 months during the interrogation on (B)(6) 2016. The pump was explanted and replaced with a new pump on (B)(6) 2016. The reason for the safe state was not known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016, a regular pump refill was done. The cap (catheter access port) was accessed and drug was aspirated, but when they tried updating the pump with the prime of the catheter volume, the pump would alarm and safe state would occur. They tried updating the pump without the prime and there was not a safe state that occurred, but then the safe state occurred again. The reporter also thought that they confirmed a premature low battery, but did not know if there was a reset that occurred. The patient was experiencing withdrawal type symptoms with the event date noted to be 2016. They were admitting the patient and managing symptoms. The hcp thought the pump would be replaced monday night or tuesday of next week. The safe state and low battery occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.